Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 11-jul-2023. H6: investigation summary : our quality engineer inspected the sample submitted for evaluation. Bd received one 24g x 0.56in insyte autoguard catheter adapter device from lot number 3055706. A gross visual inspection of the returned unit shows no apparent damage. The catheter adapter was tested for leakage where leakage occurred from under the nose of the yellow adapter. Damage near the nose of the adapter is unlikely to occur in the clinical environment as it requires the clinician to completely withdraw the needle and re-cannulate. The catheter adapter was removed from the catheter and evaluated. It was found that the catheter tubing has been pierced leaving a shape of the half circle cut in the tubing. This was physical/mechanical evidence to confirm and support a manufacturing process related issue. For the reported defect relating to an operator error during the inspection process. This type of damage may occur during the swage process; when the tubing is placed over a pin, it may get pinched or nicked. Misalignment may result in the pin piercing the catheter tubing also. Our operators perform sampling for swage depth and flare depth per the quality plan. Additionally, per the quality control plan, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard-n winged, 24g x 0.56" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "the bd 24 g (0.56) was used on a 45 day old pt for piv access. The package was intact no issue removing plastic from cover and getting cath out. When the needle retraced bleeding from insertion side, bleeding was coming from the connection between the plastic cath and the yellow hub. This caused a patient to have to be stuck ad additional time."

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 2023 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard-n winged, 24g x 0.56" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "the bd 24 g (0.56) was used on a 45 day old pt for piv access. The package was intact no issue removing plastic from cover and getting cath out. When the needle retraced bleeding from insertion side, bleeding was coming from the connection between the plastic cath and the yellow hub. This caused a patient to have to be stuck ad additional time."